Event description:
It was reported that the customer was hospitalized due to high blood glucose. The blood glucose reading at time of call was 274 mg/dl. The caller stated that she has been treated with the insulin pump. The nurse stated that the customer did not have any spare infusion set and reservoir, and she will call back. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.